Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation of the 6.0mmx100mmx120cm supera self-expanding stent system (sess), the device could not be flushed and saline was noted to be leaking through the handle. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another supera sess was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported leak could not be confirmed due to the condition of the returned device. Based on the reported information and returned device analysis, there is no indication of a product deficiency. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review revealed no other incidents reported for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for leaks. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.